Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rubber (bladder) of two (2) small volume folfusors ruptured. This issue was discovered at the beginning of preparation (filling), when volume still had to be added to the devices. The rupture was found along the entire length of the bladders. There was no patient involvement. No additional information is available

Manufacturer narrative:
H4: the device was manufactured from august 21, 2020 - august 24, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.